Manufacturer narrative:
Information in this report has previously been submitted via psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the returned device identified: weight to the spec, opening. A microscopic analysis was performed which identified a puncture opening in the anterior side due to surgical damage. A dimension measurement in the shell was performed which identified the thickness is within specification. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and the implant is "high and hard" due to the capsular contracture. Device has been explanted.